Event description:
It was reported that the patient was admitted to the hospital with a diagnosis of possible intrathecal drug overdose. The pump logs indicated that a low battery alarm was occurring. At the time of the pump explant the expected reservoir volume was 8ml and the actual reservoir volume was 16.6ml. The pump was used to deliver morphine 5mg/ml with a daily dose of 0.4002mg. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.